Event description:
The customer reported two patient samples recovered with a high platelet (plt) result when cycled on the act diff 2 instrument. The customer also reported start up failed for platelets following the event. No erroneous results reported out of the laboratory. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. The customer reported two patient samples recovered with a high platelet (plt) result when cycled on the act diff 2 instrument. The customer also reported start up failed for platelets following the event. The failure mode is unknown. However, the replacement of the reagent pak resolved the event.

Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The customer reported two patient samples recovered with a high platelet (plt) result when cycled on the act diff 2 instrument. The customer also reported start up failed for platelets following the event. No erroneous results reported out of the laboratory. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. The failure mode is unknown. However, the replacement of the reagent pak resolved the event. Bec internal identifier - case-(B)(4).